Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they had critical pump error . Customer's mother reported daughter was changing infusion set and while filling the cannula she got the critical pump error. The customer's blood glucose was 140 mg/dl at the time of incident. Advised to place pump in storage mode: remove battery, press and hold the back button until the screen turns off. The product was returned for analysis.

Manufacturer narrative:
Unit received with a critical pump error an pump error (B)(4) found in the formatted history file due to force sensor zero offset out of specification. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay.